Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) clinical study. According to the complainant, the patient underwent her third bronchial thermoplasty procedure to the right and left upper lobes. On (B)(6) 2015. The procedure was completed with no issues noted to the device. Following the procedure, the patient experienced exacerbated asthma symptoms. The patient had a planned overnight hospitalization stay, however, the hospitalization was extended due to exacerbated asthma. The exacerbated asthma was treated (treatment unknown). The asthma exacerbation resolved on (B)(6) 2015 and the patient was discharged from the hospital. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Baseline spirometry values. Visit date: (B)(4) 2014. Pre-bronchodilator. Fev1: 2.17. Fev1 % predicted: 77.00. Fvc: 2.88. Fvc % predicted: 88.00. Post-bronchodilator. Fev1: 2.33. Fev1 % predicted: 83.00. Fvc: 2.93. Fvc % predicted: 89.00.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.